Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).